Manufacturer narrative:
The original MDR was filed on the wrong product number- 11450-040b. The customer confirmed the correct product number is 11443-012b. Device history record review was completed on the reported lot number v1h138. The lot number was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We received 1 sample for investigation. The sample was already activated. The root cause was determined to be a torn pouch which resulted from the bubble puncturing the pouch when it is placed in the pouch; this typically results from the machine brushes needing to be adjusted. Issue will be monitored through routine complaint trend analysis. Actions taken are first, preventative maintenance is occurring at the proper frequency. Second, a warning label is being added to the label that specifies that ¿when activating, hold away from patient.¿ issue will be monitored through routine complaint trend analysis.

Manufacturer narrative:
The complaint sample was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported hot pack burst when activating it for a patient. The bag broke and spilt fluid on nurse and patient bed. The nurse washed product off his skin immediately after and reportedly had slight redness; however, no actual injury confirmed. No additional information provided.